Event description:
It was reported by maude report patient underwent right total knee arthroplasty on (B)(6) 2011. Subsequently, patient alleges pain. No revision date has been scheduled.

Manufacturer narrative:
This medwatch corresponds with the event reported in the attached maude report. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2012-01202 / 01206).